Manufacturer narrative:
The device has not been returned to manufacturer for evaluation. The needle is supplied non-sterile to (B)(6). At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the related device history record and the raw material history files indicated no recorded quality problems or rejections related to this incident. If no further info becomes available and in case no corrective/ preventive action is indicated pajunk considers this file as closed.

Event description:
(B)(4). Pre caesarean section: (B)(6) inserted needle with introducer at one level, hit bone & decided to try a top level approach, withdrew needle with introducer, saw that tip of spinal needle missing at point where spinal needle exits tip of introducer meconium present indicating caesarean section needed to be done another tray was used, caesarean section performed pt was transferred by ambulance to another hospital that night. Neurosurgeon removed spinal fragment the next morning and pt was transferred back to (B)(6), (B)(6) said that the pt had a one inch incision at the retrieval site. Rep will check with risk mgmt to see if sample will become available.